Event description:
It was reported by service report that the track is severed and the unit cannot engage stairs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.